Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, g2, h6.

Event description:
Healthcare professional later reported "ruptured implant". This record is for the left side. The device was explanted and replaced with another manufacturer's device. Unknown if the device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical impact opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (non-penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Healthcare professional later reported "ruptured implant". This record is for the left side. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6

Event description:
Patient reported "rupture". Healthcare professional later reported "ruptured implant". This record is for the left side. The device was explanted and replaced with another manufacturer's device.

Event description:
Patient reported "rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.